Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported the light head was loose. There was no patient involvement. There was no indication of the light hanging/dangling. In case of recurrence a fall of the system and a risk from parts falling down cannot be completely excluded.

Manufacturer narrative:
The investigation of the affected polaris 600 was based on the reported event, correspondence, and provides photos and video. Furthermore, a dräger service technician examined the device onsite. The affected retaining ring was physically not available. Thus, the investigation was limited to an assessment of provided photos, a video and information. According to the investigation results, the root cause of the fault can be traced back to a third-party company. It can be assumed that the retaining ring was not installed correctly. If the spring arm or the light system with its retaining ring is correctly and completely installed, all load limitations (spring arm) are observed and the system is handled properly according to the associated IFU and handover protocols, the loosening of the retaining ring and the dropping of the spring arm can be assessed as improbable. A product or design fault can be excluded. The affected retaining ring was incorrectly installed by a third-party company. The third-party company was originally trained by dräger us. Apart from the present installation fault, the third-party company has followed the relevant installation guidelines. The the third-party company was informed of the correct orientation of the retaining ring. The affected polaris 600 was restored to normal status by a dräger service technician on site. All ops with polaris 600 lights were checked for correct function at the customer's premises. There was no patient involvement reported. There was no indication of the light hanging/dangling. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the light head was loose. There was no patient involvement. There was no indication of the light hanging/dangling. In case of recurrence a fall of the system and a risk from parts falling down cannot be completely excluded.